Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple noise episodes were noted on the atrial lead resulting in mode switch episodes. The noise was reproducible in clinic with left upper extremity movement. All atrial lead measurements remained stable. No intervention was performed. The patient was stable and will continue to be monitored.